Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: versaturn. Guide catheter: hyperion 6fr jr3.5. Stent: xience alpine 3.5 x 23 mm. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion located in the moderately calcified, mildly tortuous, 90% stenosed mid right coronary artery. After deployment of a xience alpine stent, post-dilatation was performed with a 4.5 x 8 mm nc traveler balloon dilatation catheter (bdc). After post-dilatation was successfully performed, during retraction of the fully deflated balloon into the guiding catheter, resistance was felt between the bdc and the guiding catheter. The system including the nc traveler bdc were removed together as one unit. The procedure was successfully completed after the lesion was checked under angiography. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.